Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up on battery power. There was no report of pt involvement. The customer was sent a new battery which resolved the failure.

Event description:
The customer reported that the unit failed to power up on battery power. There was no report of pt involvement.